Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted that the header was loose. The header was still attached to the pg casing however the medical adhesive bond between the header and casing was compromised. All seal plugs were present and all setscrews moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed the allegation of a loose header. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
Boston scientific received information that when the pocket was opened for a routine device replacement procedure for normal battery depletion, it was noted that the header was separated from the implantable cardioverter defibrillator (ICD). The ICD was explanted and returned for analysis. No adverse patient effects were reported.